Event description:
Patient called to report that the adhesive pad did not stay attached to the body. The patient stated that this has happened with a few vgo devices in the same box. The patient stated that the devices would start to lift after 12 hours of wearing the device.